Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained strips. Performed visual inspection on returned meter; no issues observed. The meter did not power on with button, or strip insertion. The meter log was unable to download due to the meter not powering on. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cases meter; no issues were observed. The returned reader¿s crystal was inspected, and no issues were observed. Reflow the cpu and attempted powering on the meter however, the meter did not power on. The returned central processing unit (cpu) was replaced with a known-good cpu, and the meter powered. Therefore, it was determined that the root cause was a defective cpu component. The issue is confirmed due to a faulty cpu. Extended investigation was performed. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.